Event description:
Customer called to report that while unpacking a shipment of cx alanine aminotransferase (alt) reagent cartridge, lot #t106012, one of the reagent kits appeared to be leaking. Upon further inspection, customer discovered that one cartridge in the alt kit was, in fact, leaking. There did not appear to be any damage to the cartridge or the shipment box. The leak appeared to be coming from the base of the cartridge, where the side of the cartridge is fused to the base. Customer stated that no one was harmed, injured or exposed to the leak.

Manufacturer narrative:
The reagent cartridge was not returned by customer, and credit was issued to customer's account for the defective, leaking shipment. (B)(4). Customer did not return shipment.